Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the pocket system controller was swapped due to a broken pin.

Manufacturer narrative:
Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of a broken pin on the system controller was not confirmed. There was no photos or log files submitted for review. The system controller, serial (B)(6), was not returned for analysis. The provided information stated that the controller was exchanged due to a pin breaking in one of the power cables. Additional information provided stated that there were no photos of the damage available and the controller would not be returned. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The IFU states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ no further information was provided. The manufacturer is closing the file on this event.